Event description:
Drive medical received a notice of claim and representation from a lawyer. Based on the notice, the end user was laying in her bariatric bed when she fell through the side rails - which gave way and collapsed- striking the ground in her home. She suffered catastrophic damages in the incident and subsequently died within days from her injuries. This report is solely based from the written notice received from the lawyer of the personal representative of the deceased end user.